Manufacturer narrative:
The device was implanted on (B)(6) 2019 and explanted on (B)(6) 2024. The device remained implanted for 85, 2 months (7, 1 years). The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Since historical follow-up data have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 95,1 months. The implantation duration was 85,2 months which is higher than 75% of the estimated overall longevity (75% of 95,1 months = 71,3 months). Based on hrs guidelines, no premature battery depletion occurred. Since the subject device hasn't been returned, no further analysis can be performed. Based on the available data, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a pacemaker with suspected battery depletion is replaced.

Manufacturer narrative:
Update: a follow-up is created to add the missing UDI associated to this case. The device was implanted on (B)(6) 2019 and explanted on (B)(6) 2024. The device remained implanted for 85,2 months (7,1 years). The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Since historical follow-up data have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 95,1 months. The implantation duration was 85,2 months which is higher than 75% of the estimated overall longevity (75% of 95,1 months = 71,3 months). Based on hrs guidelines, no premature battery depletion occurred. Since the subject device hasn't been returned, no further analysis can be performed. Based on the available data, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a pacemaker with suspected battery depletion is replaced.

Manufacturer narrative:
The longevity estimation was calculed with the provided files and no premature battery depletion is suspected on the subject device. Device manufacturing is investigated and the results are not available. Conclusion is not available yet.

Event description:
Reportedly, a pacemaker with suspected battery depletion is replaced.